Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against left device. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, one crack opening, wear abrasion, broken of fill channel, partial delamination of valve and fold creases. Leak test and microscopic analysis was performed which identified, one crack opening and partial delamination of valve. Based on the device analysis, the final assessment is: one opening crack assessed, as cracked valve seat diaphragm valve. Broken sharp of fill channel assessed, as unidentified (tear) opening. Partial delamination of valve assessed, as adhesive failure.

Event description:
Device has been explanted.